Manufacturer narrative:
No samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. H3 other text : see h10.

Event description:
It was reported that the bd nano¿ 2nd gen pen needle clogged during injection. The following information was provided by the initial reporter: consumer reported needle clog during injection, stated that the pen jams while doing his injections.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd nano¿ 2nd gen pen needle clogged during injection. The following information was provided by the initial reporter: consumer reported needle clog during injection, stated that the pen jams while doing his injections.